Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(4). Initial reporter - the article was written by robertsson o et al in j bone joint surg br. 2001 jan;83(1):45-9. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Information was received based on review of a journal article titled, "the routine of surgical management reduces failure after unicompartmental knee arthroplasty" which aimed to establish whether the number of operations performed in an orthopedic unit affected the incidence of revision. Three different implants were analyzed of which one was the oxford, manufactured at biomet. 905 oxford knee procedures were performed. The study was conducted over a period of ten (10) years (1986 and 1995) and involved twelve-thousand five-hundred twenty-four (12,524) patients who received nine-hundred five (905) biomet oxford meniscal knees. The journal article reports the following risk for revision: 1.92 times that for knees operated on using a commonly used implant. The authors of this study conclude that there is an association between the number of ukas performed in a unit and the incidence of subsequent revisions, and while implants are differently sensitive to the routine of surgical management, such routine does not help implants with inferior mechanic properties.